Event description:
Patient reported they have two teeth that are flaring out/sticking out and their bite feels off.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.